Event description:
A reporter called to report her adverse event because of a malfunctioned dexcom sensor. She said she was using insulin pumps for almost 68 years. She stated currently she is using the dexcom continuous glucose monitor in combination with tandem insulin pump and finger stick. Three sensors in one box from the same lot malfunctioned by giving her inaccurate blood glucose reading. She stated on (B)(6) the pump administered too much insulin and she ended up with a sever hypoglycemic episode and she became unconscious. She said her husband had to give her baqsimi nasal spray to wake her up. She said her endocrinologist told her it was a bad lot. Reference report #mw5116850, #mw5116851.